Event description:
The info provided to sjm indicated the 6f angio-seal evolution was deployed in the calcified left femoral arteriotomy without issue and hemostasis was achieved with angio-seal deployment. Six hours post-deployment, the pt experienced stinging in the groin and 12 hours later, the pt experienced hypovolemic shock. The pt underwent an emergency laparotomy and a blood transfusion of 10 units. Upon opening retroperitoneal space, the angio-seal was found to be detached and the bleeding originated from the puncture site approximately 3cm below the inguinal ligament. The bleeding was managed with vascular suture. The pt was discharged with antibiotics and anticoagulants.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device instruction for use (IFU) instructs the user not to use angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.